Event description:
It was reported that patient underwent a procedure using a ringloc acetabular shell inserter in 2009. During the procedure, the threading mechanism on the inserter seized up after impaction and could not be disengaged. The surgeon needed to leverage the cup out and remove the cup from the inserter. This caused the acetabulum to be enlarged and a larger cup had to be used.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.evaluation of the returned device found evidence that failure occurred in the strike plate sub-assembly as the inner shaft bent from an obscure strike onto the plate. This caused the knob not to turn and that would not allow for the implant to be released.